Event description:
It was reported via repair work order that the sensor coil cord was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.